Event description:
The manufacturer received information alleging a ventilator was not working. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, a test step failed during an active exhalation verification. The device does not perform the breathing cycles correctly because the solenoid valve responsible for opening and closing in each cycle does not work properly. The solenoid valve was replaced to resolve the issue. Internal cleaning was performed. The necessary tests have been carried out that allow the correct operation of the equipment.